Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) at the doctor¿s office. The hcp reported that the patient was just ¿plain crazy¿ and the doctor was currently out of town right now. It was stated again that the patient was just ¿plain crazy, she is a nut case.¿ the doctor was going to respond to the follow up when he would be able to.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via company representative (rep) on (B)(6) 2016 that the health care provider (hcp) had implanted a surgical lead on (B)(6) 2016, and they conducted a cervical laminectomy for decompression before that. Following the decompression surgery, they conducted a thoracic laminectomy to implant the surgical lead. It was noted that the patient was in the operation room for over 9.5 hours. They were not going to turn the system on until the "first pistol visit." The first post-operation visit was on (B)(6), but the rep had attempted to reach the patient multiple times before this without success and could only leave messages. The patient later contacted the rep on (B)(6) stating that they were in a rehabilitation unit, could not walk, and was having to wear a diaper for bowel and bladder. The patient was unable to move their lower extremities and had a loss of bowel and bladder function. They had feeling in their legs, but could not move them. The surgeon told the patient that it was all psychological, and the patient was scheduled to see a psychiatrist on (B)(6). They could not remember having any x-ray or computer tomography (CT) scans, but the hcp was going to order a magnetic resonance imaging (MRI). The rep had performed no diagnostics on the patient's system, and was unclear of any taken interventions because the patient was in a rehabilitation unit. The issue was not resolved, and the patient was noted to be alive with injury. There were no surgical interventions conducted, and it was unknown if any were planned. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.